Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt rec'd a durom hip generic in 2007 (exact date unk) and is being monitored due to unk reasons. It is unk at this time if the pt has been revised since no specific implant or revision info has been rec'd.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the device, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. As the pt has not been revised, the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical report will be filed. The need for corrective measures is not indicated at this time. (B)(4).